Manufacturer narrative:
(B)(4).

Event description:
It was reported that a balloon rupture occurred. The stenosed target lesion was located at the calcified right coronary artery(rca). A 6/3.00 flextome¿ cutting balloon¿ was selected to treat the target lesion. During the procedure, the physician selected a 1.25mm burr and a 1.75mm burr to grind the lesion four times for each of the devices. The physician then used the cutting balloon to treat the lesion. After two successful inflations, it was observed that the balloon ruptured at 12 atm on the 3rd inflation. The physician completed the procedure using a 12 x 3.5mm quantum maverick balloon to dilate the lesion under 18 atm and successfully deployed a 38 x 3.5mm promus element stent. There were no complications reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole at 2mm distal to the distal end of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination found that the inner, outer and hypotube were kinked at various positions along their length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were noted during product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The stenosed target lesion was located at the calcified right coronary artery(rca). A 6/3.00 flextome cutting balloon was selected to treat the target lesion. During the procedure, the physician selected a 1.25mm burr and a 1.75mm burr to grind the lesion four times for each of the devices. The physician then used the cutting balloon to treat the lesion. After two successful inflations, it was observed that the balloon ruptured at 12 atm on the 3rd inflation. The physician completed the procedure using a 12 x 3.5mm quantum maverick balloon to dilate the lesion under 18 atm and successfully deployed a 38 x 3.5mm promus element stent. There were no complications reported and the patient's status was stable.